Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the proglide device after a coronary angiography. Reportedly, a cuff miss occurred, the device was removed and a second proglide was used successfully to achieve hemostasis. There was no adverse patient sequela. The physician is in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.